Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The patient presented to the hospital on (B)(6) 2012 with sudden onset short distance intermittent claudication. On (B)(6) 2012, computed tomography showed that the proximal end of the trunk-ipsilateral leg component had apparently infolded. On (B)(6) 2012, an intervention occurred whereby the patient was implanted with a palmaz stent at the location of the reported infolding. The reported infolding was resolved and the patient is reported to be doing well.